Manufacturer narrative:
Review of the parent lens mfg process records confirmed normal MFR and sterilization. No other complaints of any type have been received for any other lens from this lot. The physician (the initial reporter) indicated that the pt¿s lens was ¿clear¿ prior to retinal surgery. The reason why this report is reported late and not within the 30 days period, is detailed in the cover letter dated (B)(6) 2010, which accompanied this report. (B)(4).

Event description:
The lens developed an opacity and vision was impaired. Lens had to be exchanged.